Event description:
It was reported, "the catheter was left in place for about a week, and part of the catheter outside the body broke and could not be used, and the client had to extubate unplanned." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the catheter was left in place for about a week, and part of the catheter outside the body broke and could not be used, and the client had to extubate unplanned." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and the cause was use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The catheter was assembled with the two-piece connector and usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break approximately 6cm from the connector. Microscopic inspection of the break site revealed a granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed severe tensile weakness, necking and material discoloration in the vicinity of the break. The fracture features and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.